Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any test due to lcd physical damage. Pump received with corroded battery tube noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was an ink spot on the display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.